Event description:
It was reported that a detachment occurred requiring surgery. The moderately stenosed target lesion was located in the mildly calcified and moderately tortuous subclavian artery. An amplatz super stiff guidewire was selected for use in a subclavian vein, recanalization procedure. While inserting the guidewire into the introducer sheath, the guidewire did not advance. The guidewire unsheathed and detached inside the patient. Surgery was required to remove the remaining piece of the guidewire. The patient hospitalization was prolonged and their status is good.

Event description:
It was reported that a detachment occurred requiring surgery. The moderately stenosed target lesion was located in the mildly calcified and moderately tortuous subclavian artery. An amplatz super stiff guidewire was selected for use in a subclavian vein recanalization procedure. While inserting the guidewire into the introducer sheath, the guidewire did not advance. The guidewire unsheathed and detached inside the patient. Surgery was required to remove the remaining piece of the guidewire. The patient hospitalization was prolonged and their status is good.

Manufacturer narrative:
H6: impact codes: updated from additional surgery to surgical intervention. Device evaluated by MFR: the product was returned to boston scientific for analysis. Microscopic and visual inspection revealed the coil wire was detached at the distal section, also the core wire was detached at distal section and for this reason the coil wire was unraveled. The outer diameter of the distal tip, middle section and proximal sections passed dimensional inspection. The length of the detached core wire fragment from the distal tip to the detached point is 2.7cm. The rest of the core wire length is 142.4 cm.

Event description:
It was reported that a detachment occurred requiring surgery. The moderately stenosed target lesion was located in the mildly calcified and moderately tortuous subclavian artery. An amplatz super stiff guidewire was selected for use in a subclavian vein recanalization procedure. While inserting the guidewire into the introducer sheath, the guidewire did not advance. The guidewire unsheathed and detached inside the patient. Surgery was required to remove the remaining piece of the guidewire. The patient hospitalization was prolonged and their status is good.

Manufacturer narrative:
H6: impact codes: updated from additional surgery to surgical intervention.